Event description:
It has been reported to philips that the fluoroscopy monitor was not working during a procedure. The hospital's staff performed an emergency repair after which the live monitor was available again. The procedure was delayed by 30 minutes, after which the procedure was completed successfully. No harm has been reported to philips a philips service engineer inspected the system onsite and confirmed that the live screen and the reference screen were not working. The issue was caused by a 5 volt power contact problem, there was a cable loose. The cable was reseated and the system was returned to use in good working order. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the coronary treatment was delayed for half an hour. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy special monitor did not display during the operation. Upon functional testing fse found issue was caused by a 5-volt power contact problem, as a loose cable going into the dvi and power was 0v. To resolve the reported issue, cable was reseated and the monitor control tower was removed and the wiring was redistributed. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.